Event description:
The patient sustained 35% total body surface area burns and questionable inhalation injury in 7/05. Originally, they presented to an outside hospital's ed and was fluid resuscitated. At that time, their vital signs were stable. The patient was transferred to our burn unit. They were immediately intubated on arrival to our hospital as their breathing appeared labored with stridor. Due to cardiac and respiratory instability, the patient remained intubated until august 2005, when they received a tracheostomy. On the day of this event, the patient was in the process of being weaned from the ventilator. The respiratory therapist (rt) was called to the patient's bedside because the patient was having an episode of desaturation with sao2 in the mid-80's. They had exhibited similar episodes earlier in the day that required they be put back on mechanical ventilation from the trach collar trial. Upon assessment, the rt and the rn heard a "pop" followed by a large air leak sound from the ventilator. Inspection of the ventilator circuit revealed no disconnection or break. The leak sounded as if it were coming from inside the ventilator. The patient was taken off the ventilator and bagged while another vent was obtained. The rt noticed a burning smell and observed smoke coming from the ventilator. It is unlikely that this incident caused patient harm. The ventilator was sent to medical engineering. Biomed testing revealed that capacitors in both modules went bad.